Manufacturer narrative:
(B)(4).

Event description:
The pt developed a pocket infection. The pt was given antibiotics to treat the infection. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.